Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log provided evidence of the customer report with a "charge timeout failure" message. It is important to mention that the battery used at the time of the reported event was not returned for evaluation as part of this investigation. The ECG board was replaced proactively as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device discharged successfully at 120 joules but when charged for the second shock at 150 joules, the device displayed a "charge error" message and was unable to discharge. Complainant alleged that when they tried to discharge at 150 joules again, the device successfully discharged energy to the patient. When charging to shock the patient at 200 joules, the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.